Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor containing 5000mg of fluorouracil in 115ml sodium chloride 0.9%, leaked prior to administration to a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufactured september 9, 2016 ¿ september 13, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.